Event description:
A baxter service technician reported an infusion pump with a 500 failure code that occurred during service. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.